Manufacturer narrative:
A ge rep evaluated the system and calibrated the battery charging circuit. System operates as intended. (B) (4)

Event description:
Customer reported the system is displaying a precharge voltage error. No pt injury reported.